Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection of the first returned product noted that the obturator top was disengaged. The inflation syringe was not received. The insufflation bulb was not received. The lock collar, trocar balloon and dissector balloon were not received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,at the beginning of laparoscopic inguinal hernia, the device's top of trocar broke off. A new device was used in order to complete the case. There was no patient injury.